Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for post laminectomy pain and spinal pain. It was reported that another implanted device was interfering with the implantable neuro stimulator (ins). No patient symptoms or complications were reported in this event.